Event description:
The customer reported to baxter (B)(4) that the y-site of an anti-reflec y-set that of the is cracking, causing the set to leak. The process was during use on patient, but there was no report of patient injury or medical intervention. No additional information is available. This is report 5 of 12 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow up report will be submitted if additional information becomes available.